Manufacturer narrative:
Product analysis: no product was returned and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve via the left femoral artery, upon deployment the valve dislodged. The valve was recaptured via this delivery catheter system (dcs) and successfully implanted. An angiogram of the left iliac artery noted dissection of the left femoral artery with occlusion of the profunda. Frequent checks of the left lower extremities pulses were performed. Ultimately, a 7 millimeter (mm) x 5 centimeter (cm) covered stent followed by a 7mm x 6cm stent were implanted. As reported, no major bleeding occurred. Pre-operative hemoglobin was 13.1 and post-operative hemoglobin was 8.7. The following day a chest x-ray showed atelectasis and/or an effusion. In addition, the femoral artery dissection caused significant bleeding. Two days following the valve implant, a computed tomography revealed a large anterior left thigh hematoma. An echocardiogram noted an estimated ejection fraction of 60-65% with impaired relaxation pattern of the left ventricular diastolic filling. Medtronic received information that during the implant of this transcatheter bioprosthetic valve via the left femoral artery, upon deployment the valve dislodged. The valve was recaptured via this delivery catheter system (dcs) and successfully implanted. An angiogram of the left iliac artery noted dissection of the left femoral artery with occlusion of the profunda. Frequent checks of the left lower extremities pulses were performed. Ultimately, a 7 millimeter (mm) x 5 centimeter (cm) covered stent followed by a 7mm x 6 cm stent were implanted. As reported, no major bleeding occurred. Pre-operative hemoglobin was 13.1 and post-operative hemoglobin was 8.7. The following day a chest x-ray showed atelectasis and/or an effusion. In addition, the femoral artery dissection caused significant bleeding. Two days following the valve implant, a computed tomography revealed a large anterior left thigh hematoma. An echocardiogram noted an estimated ejection fraction of 60-65% with impaired relaxation pattern of the left ventricular diastolic filling. Dry-heaving presented which resolved with medication. Lower extremities were auscultated via doppler. Abdomen and left groin pain presented. Sinus tachycardia was observed at a rate of 180 beats per minute but this quickly resolved. Intravenous therapy fluids were administered. Changes in pallor, weakness, and urine concentration were reported. The patient was transferred to an intensive care unit. Endotracheal intubation, a pulmonary catheter, and a blood transfusion of four units, were required. Cardiopulmonary arrest and subsequent cardiogenic shock occurred. Ultimately, the patient died three days after the valve implant procedure. An autopsy will not be performed. Lower extremities were auscultated via doppler. Abdomen and left groin pain presented. Sinus tachycardia was observed at a rate of 180 beats per minute but this quickly resolved. Intravenous therapy fluids were administered. Changes in pallor, weakness, and urine concentration were reported. The patient was transferred to an intensive care unit. Endotracheal intubation, a pulmonary catheter, and a blood transfusion of four units, were required. Cardiopulmonary arrest and subsequent cardiogenic shock occurred. Ultimately, the patient died three days after the valve implant procedure. An autopsy will not be performed.

Manufacturer narrative:
Product analysis: a device history record (DHR) review was performed on the delivery catheter system (dcs) and there were no correlations / issues identified regarding manufacturing. The device was manufactured and released per approved manufacturing processes. The device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. The subject dcs was not returned, and as such no analysis could be performed. No procedural images were provided for review. Conclusion: it was reported that upon deployment the valve dislodged. Potential factors that could influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. The cause of the reported dislodgement could not be conclusively determined with the information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. It was reported that difficulty was experienced when advancing the dcs. Difficulties advancing the dcs is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity). In this case, it was reported that the patient had small and calcified anatomy. This indicated that the probable cause of the advancement issues was patient anatomy. However, with the information available, the cause of the difficulty advancing the dcs could not be conclusively determined and a relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications. It was reported that an access vessel dissection occurred as a result of the advancement of the dcs through the small and calcified vessel. Vascular access related complications, such as dissection, bleeding and hematoma are a known potential adverse patient effect per the evolut pro+ system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities), and/or procedural effects (sheath used, user technique, puncture cut location). Based on the information available, an assignable root cause of the vascular complication could not be determined and the relationship to the dcs could not be confirmed. Conduction disturbances are known potential adverse effects per the IFU. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, but a conclusive cause could not be determined from the limited information available. Cardiac arrest, cardiogenic shock, hemodynamic instability and patient death are a known potential adverse patient effect per the IFU and can be due to several etiologies and are typically related to patient medical condition, comorbidities, and/or procedural factors. An assignable root cause leading to the cardiac arrest and cardiogenic shock cannot be determined with the information available and the relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Per the physician, there were no issues with the function of the valve at the time of patient death. The death was considered procedure related. Updated h6 - eval code method, eval code results and eval code conclusion corrected a1 pt. Identifier. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which noted that the cardiogenic shock was identified one day following the valve implant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the dissection at the iliac artery occurred as a result of advancement of the dcs through the small (6.1 mm), calcified vessel or advancement of the external sheath. It was reported that difficulty was experienced when advancing the dcs. The occlusion at the common femoral artery occurred as a result of deployment of the closure devices in soft plaque. It was also reported that only three units of packed red blood cells were transfused, not four as was previously reported. Per the physician, there were no issues with the function of the valve at the time of patient death. The death was considered procedure related. Updated codes: h.6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated/corrected data: b5, b7, d10 continuation of d10: product ID l-evprop2329us; product lot/serial number (B)(6); product type: loading system; implant date na; explant date na, product ID evproplus-29us; product lot/serial number (B)(6); product type: heart valve; implant date (B)(6) 2022; explant date na. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that intravenous therapy (IV) medication was administered for the cardiogenic shock. Additionally, the hematocrit (ht) was reported as 15. The day following the valve implant procedure the hemoglobin decreased to 7.4.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the computed tomography (CT) identifying the left thigh hematoma and the echocardiogram identifying the impaired relaxation pattern of left ventricular filling occurred 1 day following the valve implant and not 2 days as previously reported.